Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed by photographs provided. Visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem which had fractured at the neck region, there was evidence of damage to the stem consistent with explant damage , nothing else could be noted. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant   -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that the exeter stem snapped at the neck and the patient required revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that the exeter stem snapped at the neck and the patient required revision.